Event description:
Customer called because the results have been lower than usual and that the results have a decimal point in them. Found that the meter was in mmol/l instead of mg/dl. The meter was changed back to mg/dl.